Event description:
During preparation of patient the chlora-prep wand must be bent to break the inside glass vials to release the chlora-prep solution. As I was bending the stick the end flew off and shards of glass exited the end of the prep stick. Shards of glass were collected and removed from the patient's upper shoulder and chest. No injury to the patient or staff. Wand was saved but packaging was discarded prior to incident.